Event description:
It was reported by the customer's father that the customer had scratches on the screen of the insulin pump. Customer's blood glucose level was 185 mg/dl. Customer's father stated that he was changing his basal rates and that the damage occurred through normal use. Customer's father also stated that the lcd screen was scratched up and very hard to see. Customer's father stated that he cannot read it. Customer's father mentioned that the customer had a high blood glucose level last week because they did not bolus. Customer's father did not want to troubleshoot for the high blood glucose level. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.